Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer and radiofrequency (rf) head were unable to interrogate an implantable device. The rf head was replaced and the device was interrogated successfully with the new rf head and original programmer. The status of the rf head is unknown. No patient complications have been reported as a result of this event.